Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned, and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly.  UDI:(B)(4).

Event description:
It was reported that the handpiece device overheated. It was not reported if the device was used in surgery, or if there was patient involvement. It was reported that there were no delays to a surgical procedure, and no patient harm. It was not reported if a spare device was available for use. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. The device was evaluated, and the reported condition was not confirmed. A visual and functional assessment was performed which found that the device passed all functional assessments. Therefore, an assignable root cause was not determined. However, during repair, it was determined that the device had component damage - the swivel air tube was broken. It was determined that the issues were consistent with user error.